Event description:
It was reported that a piece of the syringe of the advanced cement mixer broke off during insertion of the cement. There were no adverse consequences, medical intervention or delays reported with this event.

Manufacturer narrative:
Even though the reported product was not returned for evaluation, pictures were provided by the customer, in which the reported failure mode can be confirmed. The device was scrapped by the customer. Device discarded.

Event description:
It was reported that a piece of the syringe of the advanced cement mixer broke off during insertion of the cement. There were no adverse consequences, medical intervention or delays reported with this event.

Manufacturer narrative:
Evaulation anticipated but not yet begun.